Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause and outcome of this peritonitis event were not reported.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. The reported condition was not confirmed. The assignable cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.